Event description:
During the incoming inspection of goods by the distributor, a foreign material was found inside the packaging of the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.